Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.75 x 20 mm stent delivery system (sds) was returned for analysis. Visual examination of the stent found that the stent was damaged on most parts of the stent. The stent struts were pulled distally and proximally, and the stent was noted to have moved on the balloon. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. Stent damage most likely occurred during advancing and withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found no issues. Visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that difficulty advancing occurred. Vascular access was obtained via left side of the target lesion located in the left circumflex artery. A 2.75x20mm promus element drug-eluting stent was selected for use. However, advancing difficulties were encountered despite of multiple attempts were made. The device was removed from the patient's body. No patient serious injury nor complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent shifted/moved.